Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sensing issues on the left ventricular (lv) lead. The patient was presented in the clinic and oversensing was confirmed. It was tried different sense configurations. However, it was still oversensing. The lv was programmed off and another reprogramming efforts were performed. The plan is continuing to be monitored. No adverse patient effects were reported.